Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic assembly. We were unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test or verify the failed battery test alarm due to the blank display. The pump was also received with moisture damage on the motor, force sensor, and battery tube. No moisture damage was found on the keypad assembly. The pump was received with broken battery tube threads, a case cracked behind the pump near the battery compartment, a scratched case, a faded serial number label, a cracked select button keypad overlay, keypad overlay texture damage, a pillowing keypad overlay, and a minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. Customer inserted a different normal battery and the pump alarmed battery error. The pump alarmed even after inserting 3 different batteries. It was found that the battery compartment may have some corrosion. Customer inserted a new battery again and the same alarm occurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan.